Manufacturer narrative:
Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 16jun2014. The review was performed from the date of manufacture to the present date 01may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the morphine continuous infusion running. Gave bolus dose from continuous. Pump shut off after bolus dose delivered with no alarms noted. There was patient involvement but no patient harm.

Event description:
It was reported that the morphine continuous infusion running. Gave bolus dose from continuous. Pump shut off after bolus dose delivered with no alarms noted. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit : a26 - insufficient information (3190), b17 - device not returned, c20 - no findings available, d17 - appropriate term/code not available. Manufacturer narrative: the review was performed from the date of manufacture to date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd service.

Event description:
It was reported that the morphine continuous infusion running. Gave bolus dose from continuous. Pump shut off after bolus dose delivered with no alarms noted.. There was patient involvement but no patient harm.